Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became deceased less than one week post implant of a implantable pulse generator (ipg) system.